Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable clamp tubing/no disposable/pump won't run. Customer assisted patient to silence alarm and reviewed pump settings. Verified medication and patient appointment to have pump removed. Patient prefers not to troubleshoot by removing cassette. Res vol: 10.8ml instructed patient to power pump off and clamp tubing closest to port. Customer advised patient to call clinic in the for further instructions, and to explain medication had to be stopped due to alarm, and patient verbalized understanding. Customer encouraged patient to call hotline for future concerns or needs. Operator of the device is a health professional. No additional information is available beyond what is given. Event occurred while in use with patient at home and no patient harm/adverse event reported.